Manufacturer narrative:
Section references the main component of the system and other applicable components are: product ID: 977c290, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a health care professional (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain and cervical radiculopathy. It was reported that the patient was seen on (B)(6) 2016 in the office to troubleshoot uncomfortable stimulation. The patient experienced shocking stimulation across their chest and left arm. Stimulation was turned off. The stimulation was turned on and up slowly in which the patient experienced uncomfortable stimulation again and had the manufacturer representative turn the stimulation off again. The patient refused further troubleshooting during that session. A follow-up appointment with the hcp was scheduled for an x-ray on (B)(6) 2016. During the appointment on (B)(6) 2016, stimulation was able to be turned up with the same uncomfortable stimulation noted. Impedance testing showed all 8 electrodes were open. The entire lead had an open circuit. It was reported that there was a lead fracture. The hcp was informed. The hcp and patient were deciding whether to remove or replace it. The hcp stated that it must have been a defective lead. It was noted that a different hcp had covered the placement on (B)(6) 2016 and that impedances were good at implant.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) reporting that the x-ray results showed that it was within normal limits and there was good position without change etc. The manufacturer representative tested and concluded this diagnosis that the lead had failed and that an exchange or removal was indicated. The cause was undetermined as it occurred post-operation about one month at (B)(6) 2016 which made it possible be after (B)(6) 2016. The lead issue would be resolved with removal per patient request.

Event description:
Additional information received from an attorney reported that on (B)(6) 2016 the patient had a follow-up to adjust his stimulator when it was discussed the lead was broken. The healthcare professional (hcp) noted that the leads had been tested during surgery and were working so the breakage had occurred since the surgery. The hcp stated that lead failure should not occur this early unless there was some type of implant defect and mentioned that the patient was contemplating whether he wanted to have it replaced or the entire system removed. The hcp also reported that they had not seen this type of implant complication or failure before for a stimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.